Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found internal insulation abrasions beneath the svc shock coil between 20.0cm and 24.05cm from the tip electrode. The etfe coating was found damaged at 21.5cm to 22.9cm from the tip electrode. This exposed cable could cause the reported noise. Internal abrasions were also noted at 8.8cm to 9.6cm and 30.8cm to 31.7cm from the tip electrode. Multiple external abrasion ns due to friction with another device were also noted.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead was explanted and replaced.